Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and there was green substance in trifurcation. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was prophylactically replaced, returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.